Event description:
On july 3, 2007, it was reported to boston scientific corporation that an endoscopic retrograde cholangiopancreatography procedure was performed using an ultratome sphincterotome device. The complainant reported that during the procedure, the "cutting wire broke." It was further reported that, the physician removed the ultratome device and successfully completed the procedure with a second ultratome sphincterotome. There were no patient complications reported as a result of the device malfunction.

Manufacturer narrative:
The complainant indicated that the device has been disposed and will not be returned for evaluation. A device analysis will not be performed; therefore, the relationship between the device and the reported event is undetermined. A customer shipment history review identified three possible lots, 9670192, 9666131 and 9633587, which the suspect device may have originated. The device history record (DHR) corresponding to each of the three lots was reviewed; no anomalies were noted in any of these dhrs. A search of the complaint database for similar complaints was conducted: no additional complaints have been reported for any of these lots. The june 2007 15-month ultratome sphincterotomes product family trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.